Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the left common iliac sac growth event was confirmed. This event is most likely user related due to the left common iliac artery diameter was 4.5cm (off label diameter). Procedure related harms for this event could not be determined. The final patient status was reported to be doing fine. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply." Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply." Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the intuitrak abdominal aortic aneurysm stent. Approximately 4 years post initial procedure the patient presented with a 1b endoleak and physician elected to treat with a limb extension. This event was reported under MFR #2031527-2015-00424. Now, approximately 4.5 years post intervention, the patient presented with enlarged iliac aneurysms (unknown diameter) during follow-up as detected by non-contrast CT (computed tomography) . The physician elected to reline with a bifurcated stent graft, a proximal extension and a non-endologix device (vbx 8x59). Patient is doing fine.